Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to issue the medication. A technical support specialist (tss) remoted into the cabinet and attempted to open it using the tester, but the same issue persisted. The tss then tried swapping the location, but the issue existed. The tss determined that the problem was related to a faulty cubie and advised that the pharmacy be notified to replace the defective cubie in order to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 medication could not be issued.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.